Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-05570. Additional concomitant medical products: psn p-ref sizer boom, item# 42509904010, lot# 56576104. (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the posterior reference sizer¿s locking mechanism moves and unlocks when drilling the pilot holes to set the external rotation. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was considered confirmed as visual examination of the returned product identified the p-ref sizer showed nicks and gouges indicative of repeated use. No visible signs of wear were noted on the teeth. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.